Manufacturer narrative:
(B)(4). The mid1 device was returned for evaluation and visually and functionally tested. The mid1, lot number 92346, was evaluated and the complaint could not be confirmed. The device passed all inspection with no deficiencies or nonconformance's to the specifications found.

Event description:
It was reported that on (B)(6) 2020 a (B)(6)-year-old female patient with a medical history of enlarged left atria and previous ablations, underwent an off-pump minimally invasive, totally thorascopic (tt) maze and left atrial appendage management (laam) procedure. During the tt procedure, while passing mid1 lighted dissector device behind right inferior pulmonary vein and superior pulmonary veins the dome of the left atria was perforated. The procedure was immediately converted to an emergent open sternotomy. The patient was given heparin, surgical repair of left atrial dome injury was done, and then right pulmonary vein isolation was completed using emr2 device. Post procedure day one, patient was in sinus rhythm and recovering well. There was no reported device malfunction, and the adverse event was the result of a procedural complication.